Event description:
A seizure occurred prior to a malfunction being reported, which displayed the malfunction code "malf 9" on the customer's device after the pump hit the ground. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions on resetting the pump, which the customer followed, successfully resolving the issue without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support again if future issues arise.